Manufacturer narrative:
Investigation results received and attached: involved product that broke during use was not returned, and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review. Nothing was changed in production process. Root causes are not identified. All complaints are monitored through the monthly product.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that c-pilot files cc+ sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested.